Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to tibial tray migration and loosening at the cement to implant interface. The surgeon noted mid-flexion instability. The surgeon reported the tibial tray was grossly loose with medial erosion of the tibial bone beneath the tray. There was no cement attached to the tibial tray. Competitor cement was used during the primary operation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No code available (B)(4) used to capture the surgical intervention.

Event description:
Patient was revised to address loosening of the tibial component at unknown interface.